Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), device dislocation ("migration of device"), pelvic infection ("pelvic infection") and streptococcal sepsis ("infection (other) describe: inflammatory disease: group b streptococcus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anaemia and endometritis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, 4 months 9 days after insertion of essure, the patient experienced skin lesion ("skin lesions"). On (B)(6) 2015, the patient experienced streptococcal sepsis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe:moodiness"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),") and alopecia ("hair loss"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, device dislocation, pelvic infection, streptococcal sepsis, mood altered, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, skin lesion, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic infection, skin lesion, streptococcal sepsis, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully. Pregnancy test urine - on an unknown date: negative . Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs+mr received, reporter added, events added as;- hormonal changes describe: moodiness, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (other) describe: inflammatory disease(group b streptococcus) ,psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions type: skin lesions, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, hair loss. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), device dislocation ("migration of device"), pelvic infection ("pelvic infection") and streptococcal sepsis ("infection (other) describe: inflammatory disease: group b streptococcus") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anaemia and endometritis. Concomitant products included ibuprofen since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced skin lesion ("skin lesions"), 4 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced streptococcal sepsis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe:moodiness"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and abdominal pain ("pain-abdominal area"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had not resolved and the device dislocation, pelvic infection, streptococcal sepsis, mood altered, female sexual dysfunction, skin lesion, bladder disorder, urinary tract disorder, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic infection, skin lesion, streptococcal sepsis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed that the essure device was successfully. Pregnancy test urine - on an unknown date: results: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event pain-abdominal area added. Outcome for event depression, anxiety, fatigue, dyspareunia, nausea, abnormal bleeding (vaginal and menorrhagia), pelvic pain, dysmenorrhea, nausea were updated as not recovered. Concomitant drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), device dislocation ('migration of device'), pelvic infection ('pelvic infection') and streptococcal sepsis ('infection (other) describe: inflammatory disease: group b streptococcus'). In a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: iron deficiency; anaemia, endometritis, anemia, lupus erythematosus and carpal tunnel syndrome. Concomitant products included: hydroxychloroquine since (B)(6) 2019 for lupus erythematosus as well as ferrous sulfate (ferrous sulphate) since (B)(6) 2017, gabapentin since (B)(6) 2019, ibuprofen since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced skin lesion ("skin lesions"), (B)(6) months (B)(6) days after insertion of essure. On (B)(6) 2015, the patient experienced streptococcal sepsis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: moodiness"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("pain-abdominal area"), vaginal infection ("vaginal infection"), dizziness ("dizziness"), rash ("rash on face/rash on back/in between leg"), urinary incontinence ("peeing on myself"), dry mouth ("dry mouth"), dry eye ("dry eyes"), arthralgia ("pain in joints/pain in ankles/pain in hip while walking"), pain in extremity ("pain in fingers"), insomnia ("can't sleep"), disturbance in attention ("can't focus") and visual impairment ("can't see with glasses"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had not resolved. And the device dislocation, pelvic infection, streptococcal sepsis, mood altered, female sexual dysfunction, skin lesion, bladder disorder, urinary tract disorder, migraine, headache, alopecia, vaginal infection, dizziness, rash, urinary incontinence, dry mouth, dry eye, arthralgia, pain in extremity, insomnia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, device dislocation, disturbance in attention, dizziness, dry eye, dry mouth, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic infection, rash, skin lesion, streptococcal sepsis, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: she is currently planning for essure removal. Reason(s) for removal: essure caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, results: confirmed that the essure device was successfully. Pregnancy test urine: on an unknown date, results: negative. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: new events: dizziness, rash on face/rash on back/ in between leg, peeing on myself, dry mouth, dry eyes, pain in joints/pain in ankles/pain in hip while walking, pain in fingers, can't sleep, can't focus, can't see with glasses were added. On 07-jul-2020, quality safety evaluation of ptc + coding correction. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), device dislocation ('migration of device'), pelvic infection ('pelvic infection') and streptococcal sepsis ('infection (other) describe: inflammatory disease: group b streptococcus') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anaemia and endometritis. Concomitant products included ibuprofen since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced skin lesion ("skin lesions"), 4 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced streptococcal sepsis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe:moodines"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, pelvic infection (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), abdominal pain ("pain-abdominal area") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had not resolved and the device dislocation, pelvic infection, streptococcal sepsis, mood altered, female sexual dysfunction, skin lesion, bladder disorder, urinary tract disorder, migraine, headache, alopecia and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic infection, skin lesion, streptococcal sepsis, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: she is currently planning for essure removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time date(s) of insertion: (B)(6) 2014 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed that the essure device was successfully. Pregnancy test urine - on an unknown date: results: negative. Most recent follow-up information incorporated above includes: on 12-jun-2020: pfs received- new events vaginal infection was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.